Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
44-year-old female with history of coronary artery disease, ischemic cardiomyopathy, diabetes, hypertension, chronic kidney disease and lv thrombus presented with acute on chronic decompensated heart failure. On (B)(6) 2025 they underwent implant of impella 5.5 via right axillary artery. On (B)(6) there were pump position in the aorta alarms after patient used restroom. Unable to reposition device under echo guidance. Patient underwent pump exchange. (B)(6) underwent lvad/ rvad placement with explant of impella 5.5 without incident.